Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "great risk to continue with them", capsular contracture baker grade iii/IV, calcification and lymphadenopathy of breast implant device on right side, device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2303 medication required.

Event description:
Patient representative later reported right "scattered cysts", "undulations", and "hardening".